Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curves scissors instruments' wires snapped. The procedure was completed with an instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a robotic hysterectomy was being performed at the time of the reported issue. The scissors would not open during the surgery. It was unknown if the issue had any hindrance on the left/right or up/down motions of the instrument. There were wires protruding from the device and they were fully broken. There was loss of cautery with the reported issue. There were no signs of thermal damage reported. The issue was resolved by the circulator getting a new pair of scissors. An x-ray was performed per hospital policy to check for any fragments that might have fallen inside the patient's anatomy.